Event description:
The micro drill was returned to stryker instruments for evaluation due to allegedly running on its own during testing . There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Manufacturer evaluation did not confirm the reported unindented activation. Corrosion of internal components was observed on disassembly, which can cause activation if an intermittent electrical contact occurs. This was however not confirmed during testing.